Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The customer also reported the insulin pump's screen went blank after the moisture exposure. The customer also reported some buttons became unresponsive on the insulin pump. Customer stated the insulin pump was vibrating without and alarm or alert. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No moisture damage found inside the pump. Failure analysis was unable to perform operating currents due to no button response. Failure analysis was unable to verify battery out limit alarm due to no button response.no blank display or vibrate anomaly noted. The insulin pump received with minor scratched display window. The insulin pump received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip. The insulin pump received with cracked case at reservoir tube window corner.